Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not availbale for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview supr 7 device was used in the esophagus during a band ligation procedure performed (B)(6) 2019. According to the complainant, during the procedure, the bands prematurely deployed. The procedure was completed with another speedband superview super 7 device. Additionally, there was no difficulty when setting up the device. There were no patient complications reported as a result of this event.